Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure. Intra-op, the doctor found the screw slipped. Doctor replaced the slipped product with new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.